Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was experiencing pain.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced pain approximately 2 years post-implantation. It was further reported that the pain resolved with over-the-counter pain relievers, ice and heat treatment.